Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted, approximately after implant duration of 13 months, due to mitral regurgitation and endocarditis. No other details were provided. Information learned from the operative report.